Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Manufacturer became aware upon receipt of a copy of a journal article. The case reported was that of a patient who fell, sustaining a traumatic impact directly over the site of the fixture/abutment. The incident occurred 2 years post implantation. A "thin brittle skull" was encountered during initial surgery, however, full osseointegration was reported and the patient was using the device prior to the trauma. The patient was taken to the ER after the injury, and a CT scan revealed a right parietal skull fracture and an epidural hematoma. Surgical intervention was required to manage the fracture and hematoma. The fixture was removed during the surgery. Multiple attempts to obtain additional information have been unsuccessful.